Event description:
It was reported that the syringe 3ml ll 200 s/c experienced scale marking issues noted prior to use.

Manufacturer narrative:
Investigation summary: one photo of a loose 3ml syringe was received and evaluated. It was observed the scale marking on the bottom of the barrel below the 1ml were missing and the tip of the 1 on the 1ml mark was faded. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing scale defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced scale marking issues noted prior to use.